Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no issues observed with the angiojet® zelantedvt¿ catheter. The patient went into the case with elevated serum potassium (higher than 6), making the patient high risk. It is believed that the patient experienced a pulmonary embolism (pe) which led to right heart strain, which in turn led to a myocardial infarction (mi), which then led to tachycardia and then to bradycardia. The patient was given oxygen and atropine. The patient expired later that evening. The official cause of death is mi secondary to elevated potassium.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced dyspnea a drop in heart rate. A thrombectomy procedure was being performed in the right common iliac vein, as well as the inferior vena cava (ivc) with a angiojet® zelantedvt¿ for a total runtime of 243 seconds. An ivc filter was in place. Several runs were made that allowed the device to go more superior to the ivc filter. At some point, maybe a 180 seconds into the device run time, the patient started stating he was having trouble breathing. Eventually, doctor stopped the procedure. The patient was helped to turned over in order to feel better. Patient's heart rate was between 75 and 81 during the case, and ultimately fell to 16. The patient was removed from the table, and brought to the holding area and continued to have problems.